Event description:
On (B)(6) 2012, customer reported that the cartridge chemistry reagent probe a, on the dxc 800 pro instrument, leaked wash concentrate. The volume of the leak was unknown. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the following parts: reagent syringe drive assembly w/ 3-way valve; reagent probe a/b switch valve assembly w/ 4-way valve; both reagent probes and wash collar waste valves; reagent probe a wash collar and 2-way valve; and the hydro degasser. This resolved the issue and no further leaks were reported. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
Results: fse replaced the following parts: reagent syringe drive assembly w/ 3-way valve; reagent probe a/b switch valve assembly w/ 4-way valve; both reagent probes and wash collar waste valves; reagent probe a wash collar and 2-way valve; and the hydro degasser. (B)(4).